Event description:
It was reported that this was the first time their facility used the nanopoint injector system and the technician had difficulty loading the cc4204ba collamer plate lens. After the lens was inserted the surgeon noted a tear. The lens was removed without any patient injury. The reporter stated the incident was likely due to a loading error.

Manufacturer narrative:
(B) (4). (B) (4).